Event description:
Procedure type: inguenal hernia repair. According to the reporter: at the end of the operation, a piece of latex similar to the balloon was found in the pt. It was removed. No pt injury reported.

Manufacturer narrative:
(B)(4).